Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to insert a stylet into the lead. The lead was noted to have been cleaned and the stylet was wetted and noted to have been dipped into heparine. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the stylet was fully inserted through the length of the lead with no resistance. If information is provided in the future, a supplemental report will be issued.